Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there were four ligasure devices of the same lot used. None of them sealed vessels effectively, which resulted in more intraoperative bleeding between 250ccs and 500ccs. Transfusion was not required. There was no regrasp alert. There was an end tone reported and there was an evidence of energy delivery. Three generators were used but the issue persisted. There was no patient injury.